Event description:
It was reported that multiple non-sustained lead noise alerts were noted via merlin.net. The patient is pacemaker dependent. Review of egms revealed pauses in pacing. Noise was not reproducible in clinic. During lead revision, the lead was tested with the psa and diagnostically imaged; no anomalies were detected. The pace/sense portion of the lead was capped, the defib portion remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the noise led to oversensing, resulting in inappropriate detection of vf episodes, but with no inappropriate shocks.